Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility insp that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to early sensor failure, wire appeared shorter than usual. Pt is unsure if a sensor fragment has remained inside his skin or not. At the time of his call to dexcom technical support, pt reports that besides a small blood drop at the insertion site, pt is doing fine and does not require medical intervention.